Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that last tuesday, she went to dynamic pain and wellness and had t1 and t4 burned. They told her for side effects, watch for fever and incontinence. The patient said she wanted to check to see if the procedure shut the device off. The patient tried to connect the patient programmer (pp) with the ins today and got poor communication. The patient got new batteries for the pp. She started drinking a lot of water. The patient took some azo pills to calm the bladder. She took pills on friday and two saturday. The patient said she noticed the return of symptoms maybe on wednesday. The patient said she does not feel when she is full and when she stands up, it runs all out. One the call, they tried checking the ins with the pp with and without the antenna and got poor communication. The patient has not seen her doctor since 2015 for her yearly checkup. It was recommended that they follow up with their healthcare professional to see if the ins battery is dead or system is damaged. No further patient complications are anticipated or expected as a result of this event.